Event description:
Physician reported a right side rupture and capsular conrtracture baker grade unknown. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles, fold creases, wear abrasion. A microscopic analysis was performed and identified a curved striated opening, a sharp crease opening, and stress marks. Weight measurement of the device identified device was underweight. Based on the device analysis the final assessment was a curved striated opening assessed as surgical damage, and a sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side rupture and capsular contracture baker grade unknown. The device was explanted and replaced.